Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during an initial implant procedure. Upon tying down the suture sleeve of the right ventricular lead, the lead exhibited loss of ventricular sensing and the pacing impedance dropped out of range. The physician noted that this occurred again once the lead was repositioned and was tied down. The physician exchanged the lead during procedure on (B)(6) 2020. The patient was discharged post-procedure.